Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4319. Batch/lot number: 20367853. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and the clik anchor was explanted.